Manufacturer narrative:
The used device was discarded. The reporter stated that the emt had provided him with a sample bag from the same box. Photos of the device packaging/labeling were provided by the reporter. Upon examination, it was determined that although no lot number was present, the packaging was used to produce product manufactured approximately 4-5 years ago. A review of the product "indications for use" states "to avoid direct skin contact and to wrap the compress in a soft cloth before applying".

Event description:
Patient was being treated for a stingray barb injury and the emt applied an instant heat compress directly to the injured area without wrapping it with a cloth, as indicated in the directions for use. After approximately 5-10 seconds of application, the patient reported experiencing pain. Within approximately two days, the patient reported that the skin had "blistered badly" and went to burn clinic for treatment. The blisters were lanced open, cleaned and silversulfadiazine was administered and provided for home use. Two subsequent visits were made to the burn clinic and patient was diagnosed with 3rd degree burns and both times the regiment for cleaning and treatment was changed.